Manufacturer narrative:
The end user replaced the flow sensor which resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: it was reported that, during patient use, the tidal volume was out of normal range and too high. There was no allegation of patient injury.